Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the customer: "multiple air in line alarms within 1 minute time. Line settled for 10 minutes, then 2 more air in line alarms. There was minimal crimping, but still tried to roll line between fingers to return line to normal shape. Multiple more air in line alarms over the next 30 minutes. Eventually removed from pump to infuse by gravity. No visible bubbles or crimping in line noted." No patient complications were reported as a result of this event.